Event description:
Ventricular icp monitoring giving inaccurate readings of 15. When clamped, icp increased to 65, & pt required emergent CT which revealed increased intracranial bleeding. Product insert states icp monitoring can be done with drainage occuring, but reading is not correct.